Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/04/2015. Product analysis: the device was returned and evaluated by product analysis on 08/13/2015 with the following findings: the power complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related rebooting events. A battery compartment crack was observed. Moisture was observed within the battery compartment. The returned battery cap was able to secure properly to the pump. Leak testing revealed a battery compartment leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.